Event description:
Tubing rupture during power injector use. The pt was scheduled for a CT of the chest. A medrad envision CT injector was connected to the set. The power injector was set at 300psi, to infuse 100ml of contrast at 2ml/sec. When the clinician began scanning, she noted that there was no contrast in the heart. She checked the IV and noted that the tubing had ruptured and contrast was all over the pt's sheet. Blood backed up and less than 2ml leaked out. The reporter discontinued the IV tubing, connected a heplock adapter, and upon injection the IV site began to infiltrate. The IV site was discontinued and restarted. Injection was resumed and the CT completed. No reported adverse pt sequelae. Though requested, no additional info was provided.